Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, a b30 scope communication error was received for this device. An e216 error message was also received. There is no reported harm to any patient.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Due diligence was executed for this event. Event took place during set up with no patient involvement. The device is not returned as the customer determined by troubleshooting that this device was not the cause of the issue of the b30 scope communication error. There is no device malfunction. Per the customer, the b30 error was caused by a scope.